Manufacturer narrative:
Qn#(B)(4). Teleflex received the device for investigation. The reported complaint of iab blood in helium pathway is confirmed. During the investigation of the returned device, blood was confirmed within the helium pathway. Upon return, there was combined findings including a damaged/broken central lumen and leak sites on the bladder. The combined damage can result in a helium pathway leak and cause blood to enter the helium pathway. Due to the combined damage and state of the device, it could not be determined which finding occurred first or what initially caused the complaint. Additionally, the teflon sheath was noted to be on the iabc bladder membrane, which indicates the iabc was not removed correctly. An in-service has been requested to reiterate the instructions for use (IFU). The root cause of how the blood entered the helium pathway is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risk. This will be monitored for any developing trends.

Event description:
It was reported that blood was found in the iab driveline. As a result, the user punctures the femoral artery on the other side, insert the sheath, and insert a new counterpulsation catheter. There was no report of patient complications, patient current condition is marked off as fine.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that blood was found in the iab driveline. As a result, the user punctures the femoral artery on the other side, insert the sheath, and insert a new counterpulsation catheter. There was no report of patient complications, patient current condition is marked off as fine.